Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed level sensor. The device was evaluated upon receipt. Water level did not match what was expected. Replaced level sensor. Device passed all testing. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device almost had no flow and pads did not empty. Per additional information received via follow-up on (B)(6)2022, it was stated that the arctic sun device was sent to ondée multiservices for repair. Patient was involved and the therapy completed on different device. No patient impact was reported. Per sample evaluation results received on (B)(6)2012, it was stated that replacing the circulation did not fix the problem. A failed manifold harness also contributed to the flow issues. It was stated that the water level did not match what was expected due to a failed level sensor . It was noted that the replacement manifold harness and level sensor.